Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving prialt/ziconotide via an implanted pump. The patient¿s medical history was noted to be neuropathy in hands and feet and a smoker. The indication for pump use was non-malignant pain. The patient reported that on (B)(6) 2023 they were rough housing with their son and then went to a local ER (emergency room) for incision site soreness/tenderness and swelling at the anchor site which the patient thought was related to the rough housing with their son. The patient reported no falls; had no other symptoms; and said that they showed no signs of infection. The patient was still having good pain relief. The local ER did an x-ray, and the report stated the patient had an ¿unknown foreign metal object¿ implanted. The local ER/hospital had never seen an implanted pump and did not know what to do with the pump, so they transferred the patient to another hospital where they decided to explant the pump and catheter on (B)(6) 2022 without discussing it with the patient¿s managing pain doctor. The patient did not remember who the explanting physician was. On (B)(6) 2023, the patient was implanted again with a pump and catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.